Manufacturer narrative:
The reported event was lead perforation. A complete lead was returned in one piece with the helix retracted and clogged with body fluids. Tip stiffness test was performed, and test results were in specification. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced thoracic pain after the lead was implant. When the patient presented in clinic, lead perforation was confirmed via chest x-ray. The lead was explanted and replaced. The patient was stable.